Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The non-totally occluded, eccentric, de novo target lesion contained a bend of >45 and 90< degrees, and was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 16mm synergy stent was advanced to treat the lesion. However, the device was unable to be advanced due to calcification and upon removal, it was noticed that the stent was slightly dislodged from the balloon. The procedure was completed with anther of the same device. No patient complications were reported and the patient's status was stable.